Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer attempted to resolve occlusions by resuming insulin or changing supplies, however, ultimately the pump was replaced.